Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.

Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The initial reporter complained of questionable inr results from coaguchek vantus meter serial number (B)(4). At 8:43 am the result from the meter with a fingerstick was 1.8 inr. At 1:43 pm the result from the meter with a fingerstick was 1.1 inr. There was no adverse event. The customer was "fair". The customer was not anemic and no antiphospholipid antibodies. The customer has had no changes in diet. The customer's therapeutic range was 2.0 - 3.0 inr. The device was requested to be returned for investigation. A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken.